Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist clamp (sleeve) of a minicap extended life pd transfer set; the white twist clamp fell back onto the tubing. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a main body separated from the twist clamp. The reported condition was verified. The cause of the condition was due to broken occluder feet. The cause of the damage cracked/broken occluder is undetermined; however, the damage is possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.